Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation. It was reported that the catheter from a wayne pneumothorax catheter set or tray kinked. On day 2 of admission, a 69-year-old male patient was treated for sanguinous malignant pleural effusion with ultrasound-guided placement of a wayne pneumothorax catheter in the midaxillary 5th intercostal space. The procedure was performed in the in-patient unit (non-intensive care unit). The device was successfully placed in the desired location, confirmed by x-ray, and attached to water seal. Initiation of drainage was successfully achieved. Saline was instilled in the chest tube at some point during indwell time. On the day of the procedure, the chest tube was noted to be kinked on the confirmation chest x-ray. It was noted that there were no issues with draining the pleural effusion or flushing and so the decision was made not to adjust the tube. The catheter was removed on day 6 of admission due to the resolution of the treated condition as evidenced by chest x-ray, decreased chest tube output, and improved symptoms. The device indwell time was 4 days. The patient was discharged from the hospital 4 days post-placement. A lot number or a rpn was not provided. A sales search for wayne devices sold in USA in the last 3 years identified the rpn c-utpty-1400-wayne-112497-imh as the most sold rpn. Reviews of documentation including quality control, manufacturing instructions (mi), and instructions for use (IFU), were conducted for this representative device during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search to the customer was unable to identify the complaint lot. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in field. Cook also reviewed product labeling. The IFU (c_t_thal_rev11, ¿thal-quick chest tube sets and trays¿) packaged with the device contains the following information relevant to the reported failure mode: ¿11. Secure catheter in position at the entry sight by using a bio-occlusive dressing or suturing if desired. 12. The catheter and connected drain lines should be secured to the patient. Excessive tension on catheter connections may cause catheter/hub separation or accidental catheter dislodgement. To help prevent this from occurring, it is recommended to do one or both of the following: a. Secure the catheter hub to the paint¿s skin by placing tape, suture, or a catheter securement device at the location shown in the illustration below. B. Form a strain relief loop in the connecting tube, as shown in the illustration below, and secure the loop to the patient¿s skin with tape, suture, or catheter securement device.¿ based on the information provided, no device return, and the results of the investigation, cook concluded that it is possible unintended use error was the cause for this event. The instructions for use contain instructions for the proper securement of the device. It is unknown how the device was secured to the patient or where the catheter kink occurred. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D3 - date of event: eligible patients for the study were treated with the device between 01jan2017 and 31dec2019. G4 - PMA/510(k)#: exempt. H3 - device evaluated by mfg? Device not returned to the manufacturer. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the catheter from a wayne pneumothorax catheter set or tray kinked. On day 2 of admission, a 69-year-old male patient was treated for sanguinous malignant pleural effusion with ultrasound-guided placement of a wayne pneumothorax catheter in the midaxillary 5th intercostal space. The procedure was performed in the in-patient unit (non-intensive care unit). The device was successfully placed in the desired location, confirmed by x-ray, and attached to water seal. Initiation of drainage was successfully achieved. Saline was instilled in the chest tube at some point during indwell time. On the day of the procedure, the chest tube was noted to be kinked on the confirmation chest x-ray. It was noted that there were no issues with draining the pleural effusion or flushing and so the decision was made not to adjust the tube. The catheter was removed on day 6 of admission due to the resolution of the treated condition as evidenced by chest x-ray, decreased chest tube output, and improved symptoms. The device indwell time was 4 days. The patient was discharged from the hospital 4 days post-placement.